Event description:
Boston scientific received information from the patient that the communicator lost power. The power brick was warmer than normal, it became "warm to the touch." A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator along with the power supply were returned for analysis. Post market quality assurance found that the returned power brick's cord was punctured about one foot from the power plug. The brick was not powered on during analysis because of the shorted condition. Analysis also found that the communicator's antenna was observed to be bent when it was removed from the archive box.